Event description:
The customer reported to olympus that while using the evis lucera ultrasound gastrovideoscope, the balloon did not inflate. There was no patient harm associated with the event. The device was returned and evaluated, and the forceps elevator was found to have foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material being found in the forceps elevator, the adhesive on the bending section cover was chipped and detached, the paint on the air/water cylinder was peeled, the objective lens had a scratch and was cracked, the light guide (lg) lens had discoloration, and the connecting tube had a scratch and was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from due diligence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the forceps elevator, however, the specific material could not be identified. It is likely that foreign material remained on the device due to reprocessing not being performed in accordance with the instruction for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was a delay to the start of pre-cleaning, which was either late or not implemented. It is unknown if the forceps elevator was raised/lowered three times by turning the elevator control lever during immersion and aspiration. Manual cleaning information- there were no abnormalities in the accessories used for reprocessing. The scope was not submerged in detergent solution. The forceps elevator was brushed. This event can be prevented by following "chapter 6 application and conditions of cleaning, disinfection and sterilization" and "chapter 7 cleaning, disinfection and sterilization procedures" in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.